Manufacturer narrative:
B2: product problem. B5 - the reporter indicated that a 12.6mm micl12.6 -16.00 diopter implantable collamer lens tore on insertion. The lens was intraoperatively implanted, removed, and replaced with an identical lens on (B)(6) 2020. This resolved the problem. H1: malfunction. Claim # (B)(4).

Manufacturer narrative:
No similar complaint type events were reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that a 12.6mm, micl12.6, -16.00 diopter, implantable collamer lens tore on insertion. The lens was removed and replaced with another lens. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.